Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 4 years 3 months post implant of composix l/p mesh, patient was diagnosed with adhesions and pain. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2012) is considered to be a best estimate. This emdr represent the mesh ¿ composix l/p (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was excised. The ventralex mesh (device #1) was then inserted into the preperitoneal space and secured circumferentially using suture.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿there were chronic adhesions to the ventralex mesh. The mesh was torn away from the abdominal wall resulting in recurrent hernia. The mesh (device #1) was removed completely. Then a composix l/p mesh (device #2) was fixated to the abdominal wall using tacks and sutures.¿ (B)(6) 2016 - patient was diagnosed with adhesions thereby underwent laparoscopic repair. Per operative notes, ¿there were some significant adhesions including transverse colon, which is adherent to the underside of the mesh (device #2).¿ (B)(6) 2017 - patient was diagnosed with periumbilical pain and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿the adhesions appeared to be in the borders of the mesh (device #2). The hernia repair appeared to be intact with no evidence of recurrent hernia.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.